Event description:
It has been reported that the fowler won't stay up on the s3 bed. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: fowler brake clutch, retaining ring.